Event description:
It was reported to the aci sales professional that a (B)(6) female pt underwent a coronary diagnostic left heart catheterization on (B)(6) 2009. Access was obtained using a 6f sheath. The physician, trained to mynx, used the mynx device to achieve access site hemostasis. The mynx deployment was successful and hemostasis was initially achieved, however, before transferring the pt to recovery a "rather large" hematoma was noted. Manual compression was held and the pt was transferred to recovery for 4 hours of bed rest per the physician's instructions. After 4 hours, upon getting up the pt reportedly felt dizzy and complained of groin pain. A large hematoma (exact size unk) was noted once more and manual compression was held to resolve the hematoma. According to an on-site healthcare provider, lab work was done and the tests were negative. The pt was admitted for an over-night observational stay and was discharged on (B)(6) 2009. On (B)(6) 2009, during a routine f/u visit with the physician, the pt complained of right groin pain and an ultrasound of the groin confirmed a pseudoaneurysm (psa). On (B)(6) 2009, the pt returned for a successful treatment with thrombin injection. No further clinical sequelae were reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.